Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include; kinks, leaks, blockages or component failure, the IFU offer further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during open abdomen wounds following a colostomy reversal, patient called mentioning that renasys device would not charge properly. Also, it was reported that device presented blockage full alarm. Smith & nephew hotline rep reviewed troubleshooting system with patient, unable to resolve with troubleshooting. They swapped put pumps, changed soft port(different lot numbers) location multiple times, switched from foam to gauze, and changed the canister multiple times(different lot numbers) and it would still alarm. The procedure was completed without delay. The procedure was completed usign a smith & nephew back-up device. No other complications were reported.